Event description:
It was reported that the patient experienced withdrawal. On the night prior to this report, the patient felt sick and was ¿breathing in a medicine odor¿. When the patient urinated, she could smell it. The patient smoked and could not stand the smell of it. The smell made the patient want to vomit because the odor was so ¿rank¿. The patient was not vomiting yet but had the sweats and hot and cold chills. The patient was reportedly going through ¿dt¿, but ¿of course the doctor will say no¿. The patient felt that the doctor would tell her she had the flu. The nurse at the healthcare provider¿s (hcp) office suggested that the patient go to the emergency room (ER) or speak to a manufacturer representative. The patient went to the hospital and they thought that she had done something like overdose. Currently, the hcp wouldn¿t increase the pump and the patient was in so much pain. The device system was used to deliver morphine. It was reported that the patient experienced withdrawal and flu-like symptoms. A rotor study and a catheter dye study were performed on (B)(6) 2014. No evidence of a motor stall, rotor issues or catheter issues was identified. The patient was to see her primary care physician. At the time of this report, the patient was indicated to be ¿alive-no injury¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump had not turned down to minimum before. The patient was going to see their physician on the day of report and was going to insist on having their pump turned down to minimum rate. The patient also had an appointment with a surgeon (B)(6) 2014 (friday) to talk about a possible catheter revision. Additional information reported that the patient saw the surgeon on (B)(6) 2014. The physician told the patient that the catheter was broken in the back. He was sending the patient to a physician for a consult and revision. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information reported the patient had a pump pocket revision and a catheter revision on (B)(6) 2015. The pocket was moved more to the midline in the abdomen and the catheter was replaced with a new 8780.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported patient symptoms of flu-like symptoms; "gritty eyes, gagging, funny taste and smell, diarrhea" and intermittent symptoms of withdrawal. The patient had gone to their primary care physician (pcp) and had "work ups" done, which showed no issues. During a follow-up appointment, the patient had another rotor test performed and it was normal however, the hcp could not aspirate the catheter. The patient was refilled to another hcp for a catheter revision.